Event description:
In 2007, a company representative reported she had a message that the pt was in the hospital and the pt's nurse needed to be called as they were trying to adjust the basal rates on the pt's insulin infusion device. The nurse was contacted and she explained they wanted to increase the pt's basal rates for a few hrs. She then gave the pt's direct phone number to the company representative. The pt was called and reported she was admitted to the hospital the day before, with dka (ketoacidosis). She stated she did not know her admitting blood glucose reading but her reading prior to going to the hospital was 553 mg/dl. The pt stated she is still using her insulin infusion device and neither she nor her doctors feel the device is at fault. She stated she is currently undergoing chemotherapy treatments and has recently started steroid treatments. She said they believe this is the cause of the elevated blood glucose. On follow up four days after the original date, the pt stated she has been negative for ketones since she left the hospital and her two most recent blood glucose readings are within her normal range of 100-150 mg/dl. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluaiton.